Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the physician reported having difficulties while trying to track the delivery system through the patient¿s ¿twisted aorta¿. Valve alignment was done in a tortuous part of the aorta.  After a few attempts, the delivery system was able to track, however, during deployment, the delivery system balloon ¿leaked¿ and the valve was not able to be inflated.  A second delivery system and valve were prepped and the valve was then able to be successfully implanted.  The patient was noted to be feeling well post procedure.

Manufacturer narrative:
H6 and h10: the delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  No relevant imagery of the event was provided. During manufacturing, the delivery system was both visually inspected and tested several times throughout the process.  The inspections were performed during balloon inspection, ballot pleat/fold and forming, flex tip assembly and bonding, collet locking spring assembly, fine adjust knob and locking collet assembly. Additionally, the devices underwent final inspection, tensile product verification testing and functional product verification testing.  These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint.   A device history record (DHR) review performed revealed no issues that would have contributed to the complaint event.  A lot history review was performed and revealed no additional complaints relating to ¿balloon ¿ leakage¿ and ¿delivery system ¿ difficulty with valve alignment. A review of complaint history from june 2018 to may 2019 revealed 16 complaints for ¿balloon -leakage¿ and 25 complaints for ¿delivery system ¿ difficulty with valve alignment¿ with returned devices for the edwards commander delivery system.  No manufacturing nonconformances were identified in the returned devices.  A review of the complaint history revealed that the occurrence rate did not exceed the may 2019 control limit for the trend category of ¿leakage¿ or ¿valve alignment difficulties¿. The instructions for use, prepping manual and training manual for the delivery system were reviewed for instructions involving esheath and commander preparation and procedure.  No IFU/ training deficiencies were identified. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment was not required.   The complaint was unable to be confirmed.  Due to the unavailability of the devices and/or relevant imagery, the complaints for ¿balloon ¿ leakage¿ and ¿delivery system ¿ difficulty with valve alignment¿, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. Additionally, a review of the IFU and training manual revealed no deficiencies. It is likely that patient/procedural factors contributed to the reported events. As reported in the complaint description, ¿the patient had a very tortuous aorta. The physicians could not find a straight section for the valve alignment and had problems during the valve alignment.¿ per the procedural training manual, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process at a bend or angle in the patient¿s tortuous anatomy, it could result in increased valve alignment forces since the thv can unseat from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, creating the reported valve alignment difficulty. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. In the engineering study, it was additionally found that high valve alignment forces can also result in damage to the crimp balloon, which would have then caused the reported leakage. Alternatively, the non-coaxiality of the valve against the flex tip may cause the apices on the outflow side of the crimped thv to push against and bunch the distal end of the inflation balloon. The combination of the bunching and increased force to align the crimped valve on the inflation balloon may have then damaged the balloon. The damage would then have caused the balloon to leak and fail to inflate during thv deployment. Therefore, available information suggests that patient (tortuous anatomy) and / or procedural factors (valve alignment performed in non-straight section) may have contributed to the reported event. However, a definite root cause is unable to be determined. No manufacturing or IFU/training inadequacies were identified. Available information suggests that patient (tortuous anatomy) and / or procedural factors (valve alignment performed in non-straight section) may have contributed to the reported event. However, a definite root cause is unable to be determined.  Review of the complaint history revealed that the occurrence rates did not exceed the may 2019 control limit for the trend categories ¿valve alignment difficulties¿ and ¿leakage.   No preventive or corrective actions were required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.